Event description:
It was reported by a field service agent (fsa) that the pump lost battery power shortly after being unplugged from the outlet. The user swapped the pump to the receiving hospital's pump. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). There is an investigation ongoing into this reported complaint. A supplement follow-up MDR report will be submitted with the investigation results upon completion of the investigation.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of "pump lost battery power shortly after being unplugged from the outlet" is not confirmed. The returned battery and power supply both passed visual and functional test specifications. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported by a field service agent (fsa) that the pump lost battery power shortly after being unplugged from the outlet. The user swapped the pump to the receiving hospital's pump. There was no report of patient complications, serious injury or death.